Manufacturer narrative:
Report 2011158-2016-00007 is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Contracted (B)(6) of the mouth. Case description: this case was reported by a consumer and described the occurrence of (B)(6) in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number 5a17c1, expiry date 31st december 2017) for sexual desire disorder. In january 2016, the patient started biotene original oral rinse (savannah) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced (B)(6) (serious criteria gsk medically significant), off label use and drug maladministration. Biotene original oral rinse (savannah) was discontinued in (B)(6) 2016 (dechallenge was positive). On (B)(6) 2016, the outcome of the (B)(6) was recovered/resolved. On an unknown date, the outcome of the off label use and drug maladministration were unknown. The reporter considered the (B)(6) to be related to biotene original oral rinse (savannah). Additional details: adverse event information was received on 03 june 2016. The consumer reported she took a swig (amount not specified) of the product and contracted (B)(6) of the mouth. She stated she drank from the bottle her boyfriend had been using. She stated he had the same symptoms. She stated she brought her contraction to her doctor's attention and was treated for her (B)(6) of the mouth on (B)(6) 2016. The consumer stated she was using the product for sex.. The consumer could not provide a specific drug start date. She stated she used the product in (B)(6) (2016). Consumer could not provide specific drug stop date. She stated she stopped using the product in (B)(6) (2016). Consumer could not provide a specific adverse event start date. She stated she contracted the (B)(6) of the mouth about a week or so after using the product in (B)(6) 2016 . The consumer stated her adverse event ended last friday ((B)(6) 2016).